Event description:
It was reported that during a pci treatment procedure, the maverick2 monorail 20/2.5 mm balloon ruptured at 8 atms on the first inflation. The pt was asymptomatic during this event. The lesion being treated was a calcified, 50% stenotic lesion in the mid left anterior descending coronary artery. The maverick2 monorail balloon was removed the replaced with a quantum maverick 15/2.75 mm balloon to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'good'.